Event description:
Customer stated, "laying in bed using the pad under his knee. Customer stated pad was on when not pushing on trigger." Customer did not claim injury. Product was returned. Investigator tested the unit and did not observe any evidence of defects. The customer admitted to misuse of the product by laying/ sitting on the pad. IFU states, "do not sit on, lie on, or crush pad. Avoid sharp folds".